Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: declined due to patient privacy. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. The patient experienced intolerable refractive outcome due to their poor uncorrected near vision. Doctor reported repeat keratometry shows corneal astigmatism has changed now not requiring a toric lens. Therefore, the doctor planned to remove the iol and replace it with a higher power monofocal with a target of -250. Through follow-up the customer confirmed that the iol was subsequently explanted. They did not provide the replacement lens information. There were no complications such as a capsule tear, vitrectomy, sutures or medication outside the standard of care. No further information was provided.